Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Pathum (B)(4), registration number: 3003780911. Abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
I(B)(4). The analysis was performed by asahi intecc. Co. Ltd: with the provided information, it is presumed that rotational and/or push-pull manipulation was applied to the guide wire as the tip was trapped, resulting in the breakage of the core wire due to the force exceeding product design limit. During removal the coil might have unraveled and elongated and thus finally separated. The warnings section of the instructions for use describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of guidewire is listed as one of the possible complications and adverse events. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a chronic total occluded (cto) lesion in the right coronary (rca) artery. During advancement of the asahi confianza pro 12 guide wire there was difficulty advancing and manipulating the guide wire tip through the vessel. The guide wire was torqued and manipulated; however, the guide wire tip was not responding. The guide wire was then withdrawn, but the guide wire tip had separated, approximately 3 - 4 inches from the tip. The separated guide wire tip remained in rca up to the aorta root. Multiple attempts were made to retrieve the guide wire tip using a snare device, but were unsuccessful. Therefore, the separated guide wire tip was left stuck in the plaque build up of the vessel. The procedure ended without treating the cto lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.